Event description:
Additional information was received from the manufacturer representative (rep). The cause of the settings not available was determined to be electrodes 9, 10, (orange) and 11 (red) were not working. The rep reprogrammed the patient to not use those contacts and the issue was resolved. The patient would speak to the hcp about a possible lead replacement at his next appointment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated it is not working. He clarified the controller and the implantable neurostimulator (ins) are both not working. The controller device is showing "desired settings not avail " screen since last week. He was trying to make an increase to stimulation when he encountered the message. He stated the ins will not turn on today (B)(6) 2020. Patient stated he saw "settings not avail" screen when he tried to turn the ins on. It was asked if patient has had any recent programming done. He stated a manufacturing representative (rep) did programming back in (B)(6) 2020. It was suggested that the patient connect with the healthcare provider (hcp) to have the ins checked. No symptoms/patient complications reported